Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. The lead was capped and replaced. It was also reported that the left ventricular (lv) lead that was being used as a epicardial lead exhibited dislodgement and loss of sensing and capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.